Manufacturer narrative:
Further information was requested but not yet available.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that post paced t wave over-sensing was observed on the implantable cardioverter defibrillator.